Event description:
It was reported that the ultrasound gastrovideoscope had not be decontaminated due to a device fault, and it may contain bodily fluids. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive on the bending section had corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to component failure and cause not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.